Event description:
The user facility reported that a vision single chamber washer caught on fire. The fire department responded and the washer door was forced open to extinguish the fire, causing damage to the door. The fire was confined to the inside of the washer. No injuries or procedure delays were reported and property damage was limited to the washer interior.

Manufacturer narrative:
The user facility reported that during start of cycle, temperature did not come up high enough to initiate wash phase and user pressed the stop button. The user then tried to start new cycle. When that command did not work, the user hit the abort button and the water was drained out of the unit. A short while later the fire started. The service technician determined that the fire was caused by the c6 contactor sticking in the closed position when the cycle was aborted. This resulted in the heating element continuing to heat, eventually to the point where the blue silicone gasket melted and burned, as did hoses and wire insulation. A number of internal washer components were damaged by the fire. The damaged parts were replaced, the unit was tested and determined to function properly and placed back into service.